Manufacturer narrative:
Bolton medical is voluntarily reporting an event related to a relayplus custom-made device. The relayplus custom-made device is not marketed in the us, however it is similar to the relay thoracic stent graft with plus delivery system approved for sale in the us in 2012 (p110038). The relayplus custom-made related event occurred in germany.

Event description:
"Due to the severe kink in the descending aorta it was not possible to advance the delivery system to the intended landing zone. Then the surgeon tried to treat the patient with a competitor graft but with the same result." Patient outcome - "the patient was discharged then without treatment."

Manufacturer narrative:
Bolton medical is voluntarily reporting an event related to a relayplus custom-made device. The relayplus custom-made device is not marketed in the us, however it is similar to the relay thoracic stent graft with plus delivery system approved for sale in the us in 2012 (p110038). The relayplus custom-made related event occurred in (B)(6). This event was not originally reported since the issue was anatomy driven and not device related. After further internal review, it was determined that it should be a reportable event and is therefore being submitted.

Event description:
"Due to the severe kink in the descending aorta it was not possible to advance the delivery system to the intended landing zone. Then the surgeon tried to treat the patient with a competitor graft but with the same result." Patient outcome - "the patient was discharged then without treatment."